Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device delivered bolus on its own. Customer's blood glucose was 3.1 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been provided that was not included on the initial report: an email received from v. Smith relating to these issues: the customer was an incident at school where a little boy with behavioral difficulties slapped the customer's face then punched his insulin pump a number of times. Shortly afterwards the customer had a very unexpected hypo and when I checked the history the pump had started delivering bonuses of insulin spontaneously without being programmed. The customer has discontinued use of this insulin pump.